Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the tire did not sit well on the chair and the tube blew out. The dealer does not have any information regarding the serial or model number. She says the customer ordered a replacement tire on line. Does not remember customer name or any other information except she thinks it was a manual model. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer does not have any information regarding the serial or model number. She says the customer ordered a replacement tire on line. Does not remember customer name or any other information except she thinks it was a manual model. Malfunction has not been confirmed.